Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, air was noticed in the oxygenator. The product was changed out. The surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).